Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18dec2018. (B)(4). The philips field service engineer (fse) evaluated the device and verified the reported condition. The touchscreen was unresponsive. The fse calibrated the touchscreen only. No parts were replaced. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator had a touchscreen fault. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.